Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during device testing, the console was detecting wrongly. There was no patient involvement. No further information is available at this time.

Manufacturer narrative:
Evaluation summary: the console was returned and evaluated. The reported condition of false positive detection was not confirmed or duplicated. Visual inspection found no defects, and the sphere functioned normally as well as within specifications. The sphere had no issues with detecting sponges and no false detections occurred. The root cause of the customer¿s report could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, the device would falsely detect an item when no item was present. There was no patient involvement. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.